Event description:
The patient contacted animas on (B)(6) 2013 reporting a hospitalization for a blood glucose over 600 mg/dl with chest pain, nausea, and dehydration. The patient indicated that the pump had recent issues with alarming pump not primed in the middle of the night requiring a full rewind, load, and prime and the patient indicated that the pump sounded sluggish during the rewind step. The pump history was reviewed and found that there were multiple occlusion alarms. The patient confirmed being able to prime the pump successfully after each alarm. The patient stated that the first time that the pump alarmed for an occlusion was on (B)(6) 2013 and indicated that the pump piston sounded as if it broke when the pump was rewound. The patient indicated that after the hospitalization, the patient¿s health care professional requested that the pump be replaced. This report is made based on the allegation that the patient was hospitalized for hyperglycemia related to occlusion and no prime alarms.

Manufacturer narrative:
Additional results from product analysis: no motor related alarms were observed in the pump histories. The pump rewind, load cartridge, and prime steps performed successfully with no alarms or unusual noises. The pump was exercised for 24 hours with no alarms occurring. Boluses were performed successfully with no alarms or unusual noises. The pump was opened and no evidence of debris was found on the lead screw. The rewind issue was not duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/11/2014 with the following findings: during investigation, the pump history was reviewed and showed that the daily insulin delivery totals correctly reflect the user's programmed basal rates. Multiple occlusion alarms were observed in the black box on (B)(6) 2013; the force at time of the occlusions was there were pump not primed warnings observed in the black box following the occlusions and pump not primed warnings observed with non-zero low force readings. During testing, the rewind, load cartridge, and prime steps were performed successfully with no alarms occurring. The force sensor calibration was found to be within required specifications. The pump was exercised for 24 hours with no occlusions or loss of primes occurring. A flow accuracy test was performed and the pump was found to be delivering within required specifications. An occlusion was induced and the pump gave the appropriate visual and audible occlusion detected alarm. The pump was opened and no damage was found to the force sensor circuit. The issue of occlusions was observed in the pump history but was not duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.